Manufacturer narrative:
Concomitant medical products: (catalog number etlw1616c82ee,serial number unknown, use by date unknown and upn# unknown catalog number etlw1616c124ee, serial number unknown, use by date unknown and upn# unknown, catalog number etlw1616c93ee,serial number unknown, use by date unknown and upn# unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ib endoleak was observed on CT imaging done. An intervention was performed. The internal iliac artery was embolized and two iliac extensions were placed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the intervention performed approximately 8 years post the index procedure was carried out to treat both a type ia and type ib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review the exact cause of the events could not be determined from the films provided. The anatomy at implant is unknown and images during implant were not available. The cause of the proximal type I endoleak and the 5 endoanchors which did not adequately penetrate the aortic wall could not be determined. Images prior to the anchor implant and endoleak event were not available, and images during the endoanchor intervention were also not available. CT¿s returned 6 weeks after the intervention revealed that the bifurcate was positioned ~5mm below the lowest left renal artery, and the proximal od was ~28mm. Approximately 20mm below the left renal, the bifur od and aortic neck flared out to ~37mm. A palmaz stent measuring ~29mm od was seen implanted within the aortic body, and multiple endoanchors were seen having been implanted along a ~15mm length of the bifurcate and into the aortic neck. Several of the more distally implanted anchors did not appear engaged into the neck, and a proximal type I endoleak was visible. The cause of the events may have been related to disease progression (neck dilatation) which did not allow for proper engagement of the anchors. The anchor event may have also been user related. The cause of the type ii endoleak from the patent ima was likely anatomy related. Films from 8 years post-implant showed that the maximum diameter aaa measured 85mm and contrast was seen in the distal sac from a likely distal type I endoleak coming from the right limb extension due to a lack of radial sealing. The right limb distal od measured 16mm and the right iliac diameter at that same level was ~19mm. The cause of the distal type I endoleak was also likely caused by disease progression. If information is provided in the future, a supplemental report will be issued.